Event description:
The manufacturer received information alleging an issue with a ventilator's pressure sensor. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced and the software was reloaded to address the issues. "Ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issues.